Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo 12.6 implantable collamer lens -9.5 diopter into the patient's left eye (os) on (B)(6) 2023. The lens was reported as having low vaulting without rotation. On (B)(6) 2023 the lens was replaced with a longer length lens. This resolved the problem. Cause of the event was unknown.

Manufacturer narrative:
Corrected data: b5: vticmo should be corrected to vicmo. Claim#: (B)(4).